Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and emitted tones. Data analysis showed the battery appeared to be depleting more quickly than expected. Device has been explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information confirms device remains in service. If this product is returned this report will be updated upon the completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and emitted tones. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Device remains in service. No adverse patient effects were reported.